Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
Medwatch report (mw5167808) received that states that the patient¿s ipg was replaced for an unknown reason. Initial reporter elected not to be identified.